Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient with symptoms of dizziness presented remotely via merlin.net. Review of transmission revealed non-sustained right ventricular oversensing. The source of the oversensing was not confirmed, but insulation breach was suspected. Programming changes were performed. The patient condition was stable.